Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355ld blade would not appear as attended (would not alarm), since the reset button would not set properly. Another trocar was used to complete the case. There was no consequence to the pt.